Event description:
It was reported that the ventilator was stuck and not cycling. It is unknown if event occurred while in use with a patient. No adverse effects occurred.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with missing CPAP (continuous positive airway pressure), relief alarm knob, cracked o2 and peep (positive end expiratory pressure) knobs. The customer stated problem was not duplicated. Replaced input manifold as a preventative measure. The cause of the reported problem was traced to customer damage of the device (impact). A DHR (device history review) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. Operator of the device: unknown.